Manufacturer narrative:
The device passed unexpected restart error test and displacement test. No unexpected restart error/e21 alarms, reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer's blood glucose level was 180 mg/dl. It also reported that the after battery change several times they received unexpected restart alarm. The insulin pump will be returned for analysis.